Event description:
Information was received indicating that a smiths medical pump lost programming. The pump was not in use when the reported event occurred. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. It was stated that the patient had site pain. The patient stated usage of cream, essential oil, ice and ibuprofen. It was also stated that the patient had abdomen pain but the site at time was on flank and experience less site pain. The pump details are unknown at this time.